Event description:
Pt reported mesh was implanted in 2005 following the explant of another mesh. Explanted in 2006 because it "rolled up and damaged her colon".

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. Explanted mesh was reported to be discarded at the user facility; therefore, no eval can be made. We will submit a follow up report when/if product is returned for eval or add'l info becomes available. Ref. MDR 1213643-2007-00784. For first explanted mesh.